Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The following was reported in an article titled "ambulatory pulmonary artery pressure monitoring reduces costs and improves outcomes in symptomatic heart failure: a single-centre canadian experience" by: jordan gibson, md, kaitlin mcgrath, md, robert j.h. Miller, md, glen sumner, md, and brian clarke, md "1 patient had a successful implantation but developed pressure dampening due to a small implant artery 6 weeks after implantation."